Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 10.0x40x75cm express ld iliac / biliary stent was selected for use to treat the lesion. However, when the physician was about to load the device over the wire, it was noted that the distal and proximal ends of the stent on the balloon was partially deployed. The device was not used and the procedure was completed with another express ld stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: an express-b-I ld, pmtd, 10.0x40x75cm was returned for analysis. The balloon cone profiles were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. An examination of the crimped stent identified that the crimped stent was flared at its proximal and distal ends. This is consistent with positive pressure having been applied to the balloon which resulted in partial deployment of the stent at its proximal and distal ends. However, an examination of the balloon found no evidence of any inflation media inside the balloon. The proximal edge of the stent had a stent strut lifted and misaligned. A visual and tactile examination found no kinks or damage along the shaft. The device was attached to an inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. The inflation device was verified before and after use with a calibrated pressure gauge. The stent fully deployed on the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 10.0x40x75cm express® ld iliac / biliary stent was selected for use to treat the lesion. However, when the physician was about to load the device over the wire, it was noted that the distal and proximal ends of the stent on the balloon was partially deployed. The device was not used and the procedure was completed with another express ld stent. No patient complications were reported and the patient's status was good.